Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 30-jan-2017. The most recent information was received on 14-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("intense pains") in a several female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("frequent infections"), hypersensitivity ("allergy symptoms"), fatigue ("intense fatigue"), urinary tract infection ("frequent urine infections"), device expulsion ("essure was found in the uterus") and anxiety ("anxiety"). The patients were treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, infection, hypersensitivity, fatigue, urinary tract infection, device expulsion and anxiety outcome was unknown. The reporter provided no causality assessment for anxiety, device expulsion, fatigue, hypersensitivity, infection, pelvic pain and urinary tract infection with essure. The reporter commented: that 80.000 patients have implanted essure in (B)(6). In some cases, several surgeries were needed to remove the fallopian tubes after suffering for years from intense pains, frequent infections, allergy symptoms and intense fatigue. For many women, their fallopian tubes were removed after a long list of adverse events. Some patients have developed anxiety. In some cases, essure was found in the uterus. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 14-jan-2018: new reporter; previous reported events adverse events nos and devices are being removed deletion; new events (intense pains, frequent infections, allergy symptoms, intense fatigue, frequent urine infections, essure was found in the uterus and anxiety). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 17-jan-2018 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 9.650 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority aemps (reference number: (B)(4)) on 30-jan-2017. The most recent information was received on 06-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("devices are being removed") in an unspecified number of female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On unknown dates, the patients had essure inserted. On unknown dates, the patients underwent medical device removal (seriousness criteria medically significant and intervention required) and adverse event ("adverse events nos"). Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. The reporter commented: the devices are being removed in hundreds of women. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 09-jun-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 656 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-jun-2017: quality safety evaluation of ptc . Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 30-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("devices are being removed ") in an unspecified number of female patients who received essure. The occurrence of additional non-serious events is detailed below. On unknown dates, the patients started essure. On unknown dates, the patients experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required) and adverse event ("adverse events nos"). Essure was withdrawn. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered medical device removal and adverse event to be related to essure. The reporter commented: the devices are being removed to hundreds of women. Company causality comment: this spontaneous non-medically confirmed case report refers to an unspecified number of female consumers with essure (fallopian tube occlusion insert) who had the devices being removed. This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact reason for device removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect insert cannot be excluded and this case was regarded as incident. A product technical is expected.